Event description:
On 17mar2026, the customer reported inconsistent bnp results (part number 98200, lot number 538343) for one patient involving their unicel dxi 800 instrument (part number a71456 and serial number (s/n) (B)(6). Customer stated patient was being treated and was "given a bunch of meds" based on the 793 pg/ml result. No further injury to patient was reported. No further information was provided. On (B)(6) 2026, the initial bnp result was 39 pg/ml (05:05 am) on the dxi 800 s/n (B)(6). Another aliquot from the same primary tube was spun down 5 hours later and run on the dxi 800 analyzer (serial number (B)(6), resulting in 793.3 pg/ml (result questioned) (10:22 am). A third sample was drawn, aliquoted, spun down, and run on the analyzer serial number (B)(6), resulting in 104.7 pg/ml. All results were released from laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. System check data was not provided. Calibration passed on 01mar2026 using reagent lot 538343 calibrator lot 538891. Quality control passed within specifications prior to and after the event. Patient sample type was lavender edta tube. No further information was provided.

Manufacturer narrative:
A1: the full patient identifier is case (B)(4). A2, a3, a4, a5 and a6: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: no hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as calibration and quality control were passing within specifications at the time of the event. No other patient results were called into question. The issue is sample specific. ¿ cts (customer technical support) and customer discussed on potential sample handling issue, like insufficient tube draw or improper cell separation, could lead to such discrepancies. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.